Event description:
The customer obtained negatively biased vitros tsh result on 3 of 5 proficiency sample on a vitros eci analyzer. The initial and repeat tsh results for those samples are: sample k06 yielded 5.69 miu/l vs. A target value of 12.145 miu/l, sample k07 yielded 2.26, 4.23, 4.40, 4.40, and 4.40 miu/l vs. A target value of 6.248miu/l, sample k08 yielded 0.07 miu/l vs. A target value of 0.597miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. This report is number four of seven 3500a forms filed for this event, as seven devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that multiple negatively biased vitros tsh results were obtained on multiple proficiency samples when tested on an eci system. A definitive assignable cause for the event could not be determined, however, sample handling of the proficiency fluids or an analyzer related issue cannot be ruled out. The date the proficiency fluids were tested was not provided; therefore it is not possible to verify the performance of the analyzer at the time of the event. There is no evidence to suggest the event was related to vitros tsh reagent performance. The customer re-processed the same proficiency fluid sample on an alternate analyzer and obtained expected results.